Manufacturer narrative:
(B)(4). Date of event: publication year of 2005. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: safety of one-stage restorative proctocolectomy for ulcerative colitis authors: hiroki ikeuchi, m.d., hiroki nakano, m.d., motoi uchino, m.d., mitsuhiro nakamura, m.d., masafumi noda, m.d., hidenori yanagi, m.d., takehira yamamura, m.d. Citation: dis colon rectum 2005; 48: 1550¿1555; doi: 10.1007/s10350-005-0083-z. The aim of this study was to compare postoperative complications and outcomes after restorative proctocolectomy (rpc) with mucosectomy by use of the harmonic scalpel between patients with ulcerative colitis (uc) who had and did not have diverting ileostomy. From november 1999 to august 2003, a series of 242 consecutive patients (n=150 without ileostomy [n=72 males n=78 females, median age: 30 years, age range: 15-69]; n=92 with ileostomy [n=47 males n=45 females, median age: 35.5 years, age range: 15-68]) were included in the study. An ultrasonically activated scalpel (harmonic scalpel® (hs); ethicon) was used during trans-anal mucosectomy which required cavitational cutting and tissue plane separation without injuring the remaining sphincters. Complaint included perianal wound infection (n=5 in group without ileostomy). The data in this study presented that restorative proctocolectomy with mucosectomy by use of an ultrasonically activated scalpel and without diversion is a superior therapeutic choice for selected patients.